Manufacturer narrative:
The insulin pump alarmed for a motor error during the rewind due to a motor encoder signal out of phase. The displacement test could not be performed due to the motor error alarm. No cosmetic damage was noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported she had an MRI done and later the device alarmed motor error. Customer's blood glucose was unknown; current was 127 mg/dl. Alarm occurred during basal. Customer does not use the sensor feature. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.